Manufacturer narrative:
The leads were discarded. Communication of the event reported that the patient pulled out one (1) implanted lead and cut a portion of the 2nd implanted lead, leaving a portion of this lead remaining implanted. All implanted devices were successfully removed. Due to the reported event, the healthcare provider assessed that the patient may not be a suitable candidate for the evoke scs system. There were no allegations of device functionality or deficiency that caused or contributed to the reported event. A quantity of two (2) implanted leads were from the same lot.

Event description:
During the trial period for an evoke spinal cord stimulation (scs) system, saluda representatives were notified that the patient removed and damaged the implanted trial leads. An additional surgery was performed to remove the portion of the lead which remained implanted in the patient. The patient¿s spouse reported that the patient has a relevant medical history of dementia and has previously attempted to independently remove implanted devices, including cannulas. The evoke scs system was confirmed to be operating as intended prior to the event.